Event description:
In late 2008, pt was admitted and had gastric bypass; op report noted both anastomoses and the remnant staple line were all inspected for hemostasis which was good. The next day, pt found to have signs of sepsis. Under general anesthesia, abdomen was insufflated, disruption of posterior surface noted, past the mesenteric closure suture, found that one end of the staple line had completely separated in the back and this was the area of leakage. This was suctioned out, and the bowel was fairly dirty in this area. Surgeon elected to open the pt, inspected the superior anastomosis that appeared intact with no evidence of discharge or leakage. Repairs ensued. She was kept in the ICU for several days. She moved out of ICU four days later. An increasing white count was noticed two days later for two days. Follow up CT scan showed no abscess. Pt was dismissed to home in good condition two days later.